Manufacturer narrative:
The device was not returned for analysis. An event of material too rigid or stiff and hypoxia was reported. Since no device information was provided, reviews of the lot history record and the complaint history for the lot could not be performed. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported material being too stiff is related to user perception/opinion. The reported hypoxia appears to be related to the material being too stiff (stiffness of delivery catheter and cable causes undesired interaction with anatomy in some children). The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 3mm amplatzer duct occluder was chosen for implant using a 5f amplatzer torqvue delivery system. During procedure, the physician felt cable was too stiff and causes the device to flex and also fall down and potentially forward. They placed a pig tail in the aorta to help avoid the device from embolizing to the aorta. During release of the device, the physician felt more pressure on the cable and flicks and the patient saturations dropped some as per physician and increase in 02 delivered. The patient tolerated the saturation drop. The device was successfully implanted the physician mentioned the combination of both the delivery catheter (torqvue 180) and respective cable caused the saturation drop. There was no delay in the procedure. The patient was reported stable.